Event description:
Description of event submitted by the hospital sent to us from the FDA.

Manufacturer narrative:
On june 20th, 2008 a medwatch 3005a form was received by lemaitre vascular from the medical facility. After correspondence with the facility rep, it became clear that during procedure, the physician was unable to insert the catheter into the introducer. Another reddick cholangiogram catheter from another lot was used successfully to complete the procedure. The pt is in good condition. When assessing the complaint risk, we do not feel this is a reportable MDR as it appears to be a user inconvenience. The device is in transit for eval purposes. From the eval, if we feel that it shows anything else besides a user inconvenience, a follow-up report will be sent. If not, we will consider this medwatch file to be closed, and handled through our complaint program.